Event description:
It was reported that the operator was not getting a value during sensing tests. The device was reprogrammed and remained in use. Further information indicated that the device was removed and replaced. No patient complications were reported as a result of this event.

Event description:
It was reported that the operator was not getting a value during sensing tests. The device was reprogrammed and remained in use. Further information indicated that the device was removed and replaced. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the device was returned, analyzed and revealed normal battery depletion. The device met the expected longevity.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Analysis of the device is in process; the results will be forwarded when available.

Event description:
It was reported that the operator was not getting a value during sensing tests. The device was reprogrammed and remains in use. No patient complications were reported as a result of this event.